Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned part shows signs of repeated use and missing ball bearing. Debris was found on the inferior and superior surfaces. Device history record was reviewed and no discrepancies were found. The device was re-designed to account for this failure mode with a new locking mechanism. It was determined that this device was manufactured prior to this design change. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the tibial articular surface provisional was found to be missing the bearing and the spring. No adverse events have been reported as a result of the malfunction.